Event description:
Customer reported the unit was given inaccurate tidal volume. Reportedly, customer reported that the tidal volume varies from target by 40 ml. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.